Event description:
Complainant alleged that during use on a pt (age and gender unknown) the device displayed a "cannot charge" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.